Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03635] submitted on october 10, 2025; was filed inadvertently. The explant due to "natural" progression of the hearing loss is not considered reportable to the FDA.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 due to worsening bone line. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. The patient was re-implanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.